Manufacturer narrative:
Initial and final MDR 1880662- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 04 may 2024, patient faced adhesive issue with three infusion sets. Patient reported infusion set fell off during use. Patient used infusion set for one day and replaced infusion set and resumed insulin successfully. No further information available.